Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded episodes showing noise oversensing, leading to inappropriate shocks being delivered. X-rays were performed. Technical services (ts) reviewed the device data and discussed three shocks were delivered inappropriately due to a combination of non-physiological artifacts, baseline shifting and a temporary decrease in the qrs amplitude. It was recommended to try to reproduce the artifacts and perform isometric movements. If the artifacts cannot be reproduced, it was recommended to program the device to the secondary vector. Further troubleshooting suggestions were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded episodes showing noise oversensing, leading to inappropriate shocks being delivered. X-rays were performed. Technical services (ts) reviewed the device data and discussed three shocks were delivered inappropriately due to a combination of non-physiological artifacts, baseline shifting and a temporary decrease in the qrs amplitude. It was recommended to try to reproduce the artifacts and perform isometric movements. If the artifacts cannot be reproduced, it was recommended to program the device to the secondary vector. Further troubleshooting suggestions were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.